Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer failed the electrical safety test. The power cord was out of electrical specification. The power cord was replaced. Analysis also noted that the programmer would not boot-up and would stay on the "please wait screen". The software was reloaded. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not pass its electrical safety test during routine testing, it failed the power resistor test. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.